Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins). It was reported that there was an instance with the a patient who had a stimulator who sat up after the MRI and damage was caused to the stimulator. The hcp later reported that he is speculation about damage being caused to the ins, he is unsure. Hcp stated it was a scan where only a t/r head coil was permitted and the ins was turned off at the hcp office before the scan. Hcp stated the patient had the MRI and was fine until she sat up after the exam. The patient stated they began to cough uncontrollably. Hcp stated the patient felt pain in her throat and felt the stimulator causing pain. Patient is not sure if the leads may have been place in the patient's throat or brain. Hcp stated the patient could not stop coughing until they left the MRI room and had to go in a wheel chair. Hcp stated that patient was sent to the hcp office afterwards and had the ins checked. The hcp does not know the outcome of the situation when patient went to the hcp office.